Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed due to possible myopotential or noise during a normal device change out. Further testing was not able to replicate the oversensing. Programming changes were made and the patient will continue to be monitored.